Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a medical personnel sent information noting possible oversensing from the minute ventilation feature on the pacemaker. Boston scientific technical services (ts) reviewed the remote home monitoring system data and found the pacemaker and another manufacturer's right atrial (ra) lead impedance measurements were noted to be stable around 550 to 600 ohms and increased to 1797 ohms and then to greater than 2000 ohms which caused the lead safety switch to occur. Further review found one stored episode where the pacemaker oversensed the minute ventilation signal . Post lead safety switch there were episodes of myopotential oversensing on the ra due to unipolar configuration. No changes to the system were indicated. The ra lead and pacemaker remain in service and no adverse patient effects were reported.